Event description:
Boston scientific received information that during this device implant procedure, difficulty was encountered positioning the right ventricular lead. Threshold measurements were 7.0v. When repositioned at the cardiac apex, no pacing was observed. In addition, high out of range impedance measurements were obtained. It was thought there was a lead issue, therefore, the lead was removed and replaced successfully. Acceptable measurements were obtained with this device and the replacement lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.